Event description:
It was reported that the patient with this left ventricular lead had had an infection. A revision was performed, and the associated device was explanted. The following day this lead was explanted along with the right ventricular and right atrial leads. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).